Event description:
A malfunction alarm, identified as malf 12, was reported by the customer, but did not lead to any adverse impact on their blood glucose level. Technical support assisted the customer in resetting the pump, providing necessary instructions over the call. After resetting, the malfunction did not recur, and it was advised that the customer continue using the pump. The customer was instructed to report back if any malfunction code appeared again, which they acknowledged and understood.